Event description:
It was reported that three days following a coronary drug eluting stenting treatment procedure, the pt developed an acute thrombosis of the stent. The pt had a taxus express2 2.25. X 8 mm drug eluting stent placed in the lad. Three days later, pt was brought back to the cath lab at which time, angiography revealed actue thrombosis of the taxus express2 stent. Pt then underwent a second taxus stent placement at the same location in the lad to treat the stent thrombosis. Within a week, the stent thrombosed again, leading to another urgent angiogram. At that time, pt was sent for emergent cardiac bypass surgery. Pt subsequently recovered and was discharged home. No additional info is available at this time. Same case as MFR's #6000098 2004 00090.